Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked. A test battery cap was able to fully tighten to the pump with no yellow o ring showing and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.